Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "orange line on display and plastic covering over display is punctured" was confirmed but not duplicated during product evaluation. The root cause was determined to be lines on the main display. The main display was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
The facility reported a colleague infusion pump with an "orange line on display and plastic covering over display is punctured." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. The facility did not have information regarding patient involvement but insisted there was no report of patient injury or medical intervention in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.